Event description:
In 2007, this pt was implanted with a gore excluder aaa endoprosthesis trunk-ipsilateral leg component and a contralateral leg component. Following ballooning the proximal end of the trunk-ipsilateral leg component, a very slight type I endoleak was noted. The device was ballooned a second time with a semi-compliant medtronic reliant balloon. However, following angiography, a significant amount extravasation was noted, indicating that an aortic rupture had occurred. Ultimately, this pt was surgically opened. A tear, about 4-5 mm in length, 8 mm below the left renal artery was identified. The physician resolved the tear by sewing an approx 2 cm square dacron patch on the outside of the aortic wall. By the completion of the procedure, no endoleaks or extravasation was identified. Complete exclusion of the rupture, endoleaks and aneurysm was reported.

Manufacturer narrative:
The device remains functioning in the pt. A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications. The physician stated, the rupture occurred most likely due to the stiff nature of the medtronic reliant balloon. Upon observation of the type I endoleak, the device was ballooned more aggressively a second time, and this second, higher pressure balloon inflation caused the rupture. The medtronic reliant balloon has a working range of between 10-46 mm. As reported, the physician used a 20 cc syringe to inflate the balloon. It is unk exactly how much of the 20 cc's was used for the second ballooning. The physician did not attribute this event to the gore excluder aaa endoprosthesis.